Event description:
The customer reported that the ventilator would not operate on battery, and review of the diagnostic log noted that the device shut down. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the internal battery and power management pcb board to complete the service. Performance verification testing was completed and passed per operating specifications.